Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and verified that there were no disconnected mode or critical override notifications present. The tss confirmed that communication between the station and the server was functioning normally and up to date. The customer later confirmed that the issue was related to information technology (it) and has since been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the stations were in disconnected mode and critical override. New orders were not crossing over, and it took a very long time to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.